Manufacturer narrative:
The manufacturer's field service engineer confirmed that the power supply failed to power on the test ventilator. The power supply was attached to the 100vdc power supply. Using the oscilloscope the signal at the junction of r91 and the positive lead of c56 (lot code: 59 iii hh) was monitored, which revealed the voltage was dropping below the threshold voltage of approximately 8.5 volts required to initialize u8. The c56 capacitor signal was dropping to 7.58v. The manufacturer's field service engineer determined that the component failed to power on the test ventilator, and the ac led indicator would not activate. The failure of c56 prevented the power supply from operating on ac power.

Event description:
The customer reported a ventilator with a bad external battery. No patient involvement .